Event description:
It was reported that the patients' left hip was being revised due to recurring dislocation. The surgeon noted black metallic debris on the taper. The surgeon tried for 2 hours to disassociate the proximal body from the conical distal stem but was unsuccessful. The surgeon had appeared to do a thorough job of removing the bone from the proximal body. Two extraction instruments designed for this process were destroyed while attempting to disassociate the devices.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Manufacturer narrative:
An event regarding dislocation involving a restoration modular proximal body was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed and the root cause not determined due to the minimal information provided.

Event description:
It was reported that the patients' left hip was being revised due to recurring dislocation. The surgeon noted black metallic debris on the taper. The surgeon tried for 2 hours to disassociate the proximal body from the conical distal stem but was unsuccessful. The surgeon had appeared to do a thorough job of removing the bone from the proximal body. Two extraction instruments designed for this process were destroyed while attempting to disassociate the devices.